Event description:
It was reported that during an infusion set change with a contact detach set, the user did not initially see drops during the fill tubing step until instructed to continue pressing and holding to move insulin through a partially filled cartridge; after guidance, drops were observed, the infusion site was inserted, and the cannula was filled. The event involved hyperglycemia with a reported blood glucose of 229 mg/dl and was attributed to a supply change in progress. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education to complete the fill tubing and cannula fill steps while disconnected and to monitor glucose. Investigation of this case revealed that the pump and infusion set functioned after proper priming technique, with no device alarms and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.